Event description:
It was reported that the patient passed away on (B)(6) 2022 while at a rehabilitation center. Log files captured intermittent low flow alarms on (B)(6) 2022 between 06:19 and 07:56. At 07:56 the driveline was disconnected after they were found deceased, causing a driveline disconnect alarm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms. A direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this investigation. It was reported that the patient passed away on (B)(6) 2022. The cause of death was unknown. The patient died at the rehabilitation center. Additional information communicated on 01feb2022 stated that the cause of the low flow alarms was not identified, and it was unknown if the patient had any symptoms at the time of the low flows. The driveline was disconnected after the patient expired. The cause of death was not determined. It was unknown whether the death was device related or if the device operated as expected. The device was not returned for evaluation. The submitted controller event log file captured 21 low flow hazard alarms along with intermittent low flow events throughout the course of the log file. The flow trended down to finally reach 0.0 lpm at the end of the log file. The driveline was disconnected at 07:56:32 on 16jan2022, per the timestamps, which was consistent with the driveline being disconnected after the patient expired. No other atypical events or alarms were captured. Despite the observed events, the pump appeared to function as intended at the set speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of this IFU lists death as an adverse event that may be associated with the use of the hm3 lvas. Section 1 of the IFU addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.